Manufacturer narrative:
A doctor reported that a patient's tooth, which had been previously restored, chipped while wearing the aligner. The patient required composite build up treatment on the tooth. The doctor confirmed that the patient is doing fine.

Event description:
On (B)(6), 2011, a doctor reported that a patient's tooth chipped while using simpli5 and required treatment.